Event description:
The customer obtained non-reproducible higher than expected vitros trop I es result from one patient sample when processed on the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was reported to clinicians. It is unknown if a corrected reports were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated trop I es result occurred from one patient sample processed on the vitros eci immunodiagnostic system. There is no evidence the vitros tropi es reagent or vitros eci system has malfunctioned or that pre-analytical sample processing is a contributor. The root cause of this event is unknown.